Event description:
Customer reported observing low volume in well a6 and also observed bubbles in wells f6 and g6 when performing the ot htlv I/ii elisa using summit. The instrument did not generate an error message. A service engineer was dispatched and could reproduce the problem. Replaced parts in tip position 6. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.